Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer reuses residual insulin and occasionally omits the air extraction step. Clinical support informed customer that reusing residual insulin and omitting the air extraction step is off label per the tandem user guide. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was over 300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.